Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the stuck button alarm. Customer stated that the time was advancing. Customer¿s blood glucose was unknown at the time of incident. Customer states they were unsure if they pressed a button down for 3 minutes or longer. Customer states they were able to clear the alarm. Customer did not receive a battery failed alarm. The insulin pump will not be returned for analysis.